Manufacturer narrative:
An event regarding patient pain involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as no items were returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported by the patient's attorney through the filing of a claim, that allegedly the patient underwent a total hip arthroscopy on (B)(6) 2010 where she was implanted with an accolade tmzf plus hip stem. It is further alleged that she experienced pain following the surgery and was revised on (B)(6) 2013.

Manufacturer narrative:
Additional devices listed: cat # 6570-0-536, lot # 34782801, description: delta v-40 ceramic head 36/+2,5. Cat # 500-03-54e, lot # mjl36t, description: primary tritanium hemi solidback cup 54mm. Cat # 623-10-36e, lot # mjn7rh, description: trident 10° x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported by the patient's attorney through the filing of a claim, that allegedly the patient underwent a total hip arthroscopy on (B)(6) 2010 where she was implanted with an accolade tmzf plus hip stem. It is further alleged that she experienced pain following the surgery and was revised on (B)(6) 2013.